Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had an alarm during prime process. Customer stated that insulin is squirting out of the infusion set. Customer stated that the drive support cap is protruded. Blood glucose level is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump received with severe scratches on display window and missing end cap sticker.